Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sheath detachment occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, it was noted that "catheter breaks". No patient complications were reported and patients condition is stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues or damaged (detached/separated) were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that sheath detachment occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, it was noted that "catheter breaks". No patient complications were reported and patients condition is stable.